Event description:
It was reported that bd bactec¿ mgit¿ 960 system false negatives occurred. The following information was provided by the initial reporter: equipment check request with ntm ntb false negative. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details.

Manufacturer narrative:
H.6 investigation summary: this complaint alleges a failure on a mgit 960 instrument (p/n 445870, s/n (B)(6)). A false negative result was reported on the instrument. A field service engineer (fse) arrived onsite to inspect the instrument. The fse inspected the instrument in diagnose mode, reviewed log files, checked the temperature, scanner movement, voltage, air filter, fan function and calibrator tube expiration dates. The instrument was found to be performing as expected. No samples or parts were returned for this complaint and thus, returned sample analysis cannot be completed. Review of device history record is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no additional work orders were observed for the complaint failure mode reported. The root cause is unknown at this time. This is an unconfirmed failure of a bd product. Complaint history for results was reviewed for the month of november. The upper control limit was not breached, and trends were not identified associated with this defect. No new trends, risks, or hazards were identified as a result of this complaint. The issue in this complaint does not require the initiation of a corrective and preventative action (CAPA). This complaint will be included in the periodic trend review.

Event description:
It was reported that bd bactec¿ mgit¿ 960 system false negatives occurred. The following information was provided by the initial reporter: equipment check request with ntm ntb false negative hazard, injury or erroneous results? No. Hazard, injury or erroneous results details.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.